Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Patient underwent primary anatomic shoulder replacement several months ago, patient experienced pain, instability. Scans showed possible rupture of subscapularis tendon. During surgery, sub-scap. Was found to be ruptured, plus degeneration of other rotator cuff tendons noted. Decision made by (B)(6) intra-operatively to remove all prosthesis and convert the prosthetic joint to a reverse shoulder arthroplasty. Stem and poly glenoid components were well fixed, but removed, and discarded.

Manufacturer narrative:
Correction - please refer h6: clinical code. The reported event could be confirmed since evidence were provided. A device inspection was not possible since the affected device was not returned for investigation. Since scans were provided, the opinion of the medical expert was requested and stated as following: the event can be confirmed. The humeral head is eccentric in relation to the glenoid component, it¿s riding high which is a strong indicator for a rotator cuff tear. In most cases natural progression of rotator cuff tendon aging with subsequent tearing is the reason of these type of event (pain and instability). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a patient condition. The event was caused by a natural progression of rotator cuff tendon aging with subsequent tearing. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Patient underwent primary anatomic shoulder replacement several months ago, patient experienced pain, instability. Scans showed possible rupture of subscapularis tendon. During surgery, sub-scap. Was found to be ruptured, plus degeneration of other rotator cuff tendons noted. Decision made by dr (B)(6) intra-operatively to remove all prosthesis and convert the prosthetic joint to a reverse shoulder arthroplasty. Stem and poly glenoid components were well fixed, but removed, and discarded.